Manufacturer narrative:
Testing of the actual device was unable to duplicate the reported issue. No problem detected.

Event description:
During first freeze, the cryotherapy system started to click and the screen was turning off and on. The gas was shutting off and on with it. We could not complete the case with the system. Another technician had to bring his system, so I could finish the case.